Event description:
The customer alleged that the pt died because no one recognized the red asystole alarm at the bedside and the central station.

Manufacturer narrative:
(B)(4). The customer alleged that the pt died because no one recognized the red asystole alarm at the bedside and the central station. The initial info provided by the hospital is that the users had not chosen to include audible alarms in the alarm overview feature and the users failed to recognize the visual alarm for this pt. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.